Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with lower back pain and syncope. There is a distal type I endoleak on the left cia (common iliac artery) side with abdominal aortic aneurysm rupture. The physician elected to implant coils embolization in the left iia (internal iliac artery), and an endurant was implanted and the distal type I endoleak was resolved. Per the physician the cause of the distal type I endoleak resulting in aneurysm rupture was due to the cia (common iliac artery) dilatation. No additional clinical sequelae were reported and the patient is fine.